Event description:
Related manufacturer reference number: 2017865-2022-40226. New information received notes that the patient presented for lead revision procedure. The patient's right ventricular lead was explanted and replaced. During the procedure, it was noted that the patient's left ventricular lead had become dislodged. The left ventricular lead was extracted and replaced as well. The patient was stable.

Event description:
New information received indicates the right ventricular lead was found to be fractured.

Manufacturer narrative:
The reported events of high defibrillation lead impedance and lead fracture could not be confirmed. As received, a partial lead was returned in two pieces. Final analysis, however, found two external insulation abrasions proximal to the suture sleeve tie impression breaching the optim sheath only. The silicone insulation was intact in these locations. The cause of the insulation abrasion is consistent with friction to the device can and was noted to be unrelated to the reported events.

Event description:
New information received notes that the patient's right ventricular lead exhibited a recurrence of high, out of range defibrillation impedance. No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with their right ventricular lead exhibiting high defibrillation impedance. No intervention was performed. The patient's health status was unknown.

Event description:
It was reported that the patient presented in clinic upon receiving a merlin alert. Upon interrogation, it was revealed that the patient's right ventricular lead exhibited high, out of range defibrillation impedance. Programming changes were made. The patient was stable.